Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a transcatheter valve was implanted inside a disabled 29mm mitral pericardial valve in the mitral position via valve-in-valve procedure. The implant duration of the 29mm mitral valve at the time of the valve-in-valve procedure was approximately thirteen (13) years, one (1) month. The reason for valve-in-valve intervention is unknown. Both devices remain implanted. No additional information was provided.

Manufacturer narrative:
Through follow up with the health care provider, it was learned the valve-in-valve intervention occurred due to degeneration of the bioprosthesis. The device was described as "calcified." No additional medical or patient history was provider but the patient condition was stated as "good." Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the length of implant (13 years) and gender (male) are the only known contributing factors towards calcification of this device.